Event description:
A report was received that the clinical patient study (B)(4) vercise dbs registry was admitted following a seizure that was moderate in severity. The patient medications were adjusted and the event resolved. The event was assessed as casually related to the procedure and the device.

Manufacturer narrative:
Additional information was received that the seizure was a self-limited generalized tonic-clonic seizure which lasted about 5 minutes. Upon arrival of ems, the patient was hemodynamically stable, in post-critical state, and presenting 2 more episodes of similar characteristics. Patient was treated with medication, sedated and intubated. Upon admission to the emergency room, a cranial computerized tomography (CT) scan was performed and ruled out acute lesions and showed normal insertion of deep stimulation electrodes. The patient remained hemodynamically stable and the decision was made to interrupt sedation and extubate the patient. Discussions with the family revealed that the patient had not been taking levetiracetam since prior discharge. The patient progress remained favorable and patient was instructed to continue with prescription of levetiracetam. The event resolved.

Manufacturer narrative:
Date of birth: (B)(6). A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the clinical patient study a4010 vercise dbs registry was admitted following a seizure that was moderate in severity. The patient medications were adjusted and the event resolved. The event was assessed as casually related to the procedure and the device.